Manufacturer narrative:
To date, information suggests that the crt-d has not yet been returned to the boston scientific crm post market quality assurance laboratory for analysis purposes. The rv lead and this lv lead remain actively in service. If new information becomes available, this report will be further evaluated and updated. Most recently, upon receipt at our post market quality assurance laboratory, a thorough evaluation of the crt-d was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. Leads were inserted into all ports without difficulty. If new information were to become available, this report will be further evaluated and updated.

Event description:
Boston scientific crm received information that the cardiac resynchronization therapy defibrillator (crt-d) was electively removed from service due to normal batery depletion. It was observed upon explant that the transvenous right ventricular (rv) rate/sense and this left ventricular (lv) lead had been switched in the device header. There were no reported adverse patient effects associated with this clinical observation.